Manufacturer narrative:
The electrode belt and monitor have not been recovered. The last device downloaded flag data does not indication a device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received one appropriate treatment during vf and one inappropriate treatment in response to CPR/motion artifact. At 18:40:44, the patient's rhythm was vf with CPR/motion artifact. CPR/motion artifact prevented the lifevest from treating the patient. At 18:48:17, the patient received an appropriate treatment. The patient's rhythm at the time of the treatment event was vf with CPR/motion artifact. The patient's post-shock rhythm was asystole with CPR/motion artifact. At 18:48:48, the patient's rhythm was vt from 115-130 bpm with CPR/motion artifact degrading to asystole with CPR/motion artifact. The rate of the vt arrhythmia was less than the physician-prescribed rate threshold of 150 bpm. The lifevest typically requires 60 seconds of sustained vt above the rate threshold to deliver a treatment shock. At 18:51:42, the patient received an inappropriate treatment. The patient's rhythm at the time of the treatment event was unknown due to being obscured by CPR/motion artifact. The patient's post-shock rhythm was unknown due to being obscured by CPR/motion artifact. The electrode belt was disconnected at 18:53:57. The patient passed away on (B)(6) 2022 at approximately 8:30 am. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.